Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that a foreign object is clogging the instrument channel and cannot pass the brush. The event occurred during reprocessing involving an olympus ultrasound gastrovideoscope. There was no patient involvement reported.